Event description:
According to the initial report received by aso on july 25, 2025, the consumer stated that the product caused her an allergic reaction to the wound after her surgery. On the completed consumer information report (cir) received on august 18, 2025, the consumer stated that she had a stomach surgery on (B)(6) and used the bandages to help cover the wounds. She experienced an allergic reaction. The consumer contacted her doctor, who advised her to apply a cream to the affected area, but it did not help. The consumer visited a dermatologist, who prescribed a cream and instructed her to apply it to the area twice a day, or more as needed. Per cir the issue was with the tape area of the bandage. The consumer confirmed that the symptoms corrected after she stopped using the product.

Manufacturer narrative:
As of 08/18/2025, retained samples were submitted to the lab with no defects noted. In addition, aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted. Refer to section b.6 of this report for further details. UDI notes: the expiry date is not present on device label.